Manufacturer narrative:
Additional information: it was confirmed that one onyx frontier coronary drug-eluting stent was observed to be scrunched back during use in the patient. No patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier coronary drug-eluting stent was observed to be scrunched back prior to use. The device was not used in the patient.

Manufacturer narrative:
Product analysis: the stent had displaced distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. The distal stent wraps were positioned over the distal markerband and distal tip. Gross deformation was evident to the stent with bunching and stretching visible. Biologics evident on the distal section of the stent. The stent was not positioned against the proximal pillow as per specification. Crimp impressions were visible on the exposed balloon surface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.